Event description:
It was reported that oil leaked out of the handpiece. This was not found during a surgical procedure, the substance did not come into contact with a surgical site. There was no reported adverse consequences associated with this event.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.